Event description:
Event as reported via medwatch form by user facility and rec'd by MFR on 02/17/1999: "the pt had an uneventful percutaneous transluminal coronary angioplasty of the right coronary artery on 01/20/1999. A temporary pacing lead (the pacel catheter) was used for the procedure. Several hours post procedure, the pt developed low blood pressure and loss of peripheral pulses. The pt was coded; cardiopulmonary resuscitation was unsuccessful."